Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported a change in stimulation behind the closed loop stimulator (cls) implant site and left leg, which onset after a fall. The fall was not attributed to the patient¿s evoke system. An x-ray revealed a lead migration. A lead revision was completed and therapy restored.